Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an air in line alarm however, no air was seen in the line. There was patient involvement and impact is unknown.

Event description:
It was reported that the device had an air in line alarm; however, no air was seen in the line. There was patient involvement and impact is unknown.